Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he could not get his battery cap off the insulin pump. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer was trying to change his battery and that's when he noticed that he couldn't get the cap off. Customer was using his pump to correct for his high blood glucose. Customer stated that he went to a local doctor's office and his doctor was able to remove the battery cap with a nickel. Customer was advised to monitor the pump. Customer stated that his battery cap top is somewhat stripped and hard to remove now. Customer will be sent a new battery cap as a courtesy. Customer also decided to bypass the high blood glucose troubleshooting.